Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to blurry vision at all ranges, halos, and glare around lights. Incision was enlarged. Post operative (op) refraction plano (pl)-0.50 x 45 20/20 without correction (sc) 20/25. The explanted iol was replaced with another johnson & johnson zct225 lens (different model, but same diopter size iol). Patient has only been seen at the I day post -op visit distance vision is 20/25 uncorrected, and already notices improvement in quality of vision and reduced glare and halos. There was no post implant injury. No other information was provided.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on: jul. 8, 2022. Section h3: device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could contribute to blurry vision or visual disturbances could be identified. The complaint issues "hm-blurry vision," "hm-glare surgical intervention required," "hm-halo vision- surgical intervention required" were not confirmed. Additionally, presence of additional issues were not confirmed via visual inspection. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.